Event description:
Implant infected (chronic). Implanted (not in this hospital) october, 1988 and has had multiple problems since that time, including drainage of abcess, sutures removed, scleral buckle. Conservative approach attempted with eye gtts but this was unsuccessful.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.